Event description:
Clinical study. Same case as 6000089-2006-01245, 01246, 01248, 01249. 4431 days after a coronary artery drug-eluting stenting treatment procedure the pt expired. The index procedure treated 5 de novo target lesions. Target lesion 1 (15 mm long) was identified in the 3rd ob. Marg. (Cass site 22) with a 95% stenosis (per cath note) (crf ststes 80% stenosis) and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and palcement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 2 (10 mm long) was identified in the dis. Cx (cass site 19) with 80% stenosis and a 2.7 mm reference vessel diameter. Target leison 2 was treated with direct stent placement using a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 3 (15 mm long) was identified in the prox cx (cass site 18) with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3 was treated with pre-dilatation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. Target lesion 4 (15 mm long) was identified in the 1st ob marg (cass site 20) with 60% stenosis and a 2.5 mm reference vessel diameter. Target lesion 4 was treated with direct stent placement using a 2.5 a 16 mm taxus stent. Residual stenosis was 0%. Target lesion 5 (10 mm long) was identified in the prox lad (cass site 12) with 90% stenosis and a 3.0 mm reference vessel diameter. Taregt lesion 5 was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. Following the procedure, the pt's cardiac enzymes met guideline criteria for an mi.cardiac enzymes showed cpk at 477 and cpk-mb at 202. No action was taken. The physician indicated the mi was probably relaetd to the taxus stent and the target vessel. The pt was discharged 2 days later on asa and plavix. The pt expired 431 days after the index procedure. The pt was undergoing a procedure and had a cardiac arrest. "There was no info provided on the procedure that the pt was having when cardiac arrest occurred." No autopsy was performed.

Manufacturer narrative:
The complaintant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.